Manufacturer narrative:
Device finally not received for analysis.

Event description:
Reportedly, the subject device showed high ventricular impedance. A chest x-ray was performed and there was no fracture with the lead. It was reported also there was a problem with the fixation of the lead to device. The pacemaker was replaced and will be returned for analysis.

Event description:
Reportedly, the subject device showed high ventricular impedance. A chest x-ray was performed and there was no fracture with the lead. It was reported also there was a problem with the fixation of the lead to device. The pacemaker was replaced and will be returned for analysis.